Manufacturer narrative:
Product return is not indicated at this time. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported via an agence nationale de securite du medicament et des produits de sante (ansm) user report that this accolade pacemaker was implanted on (B)(6) 2025 for complete atrioventricular (av) block. The patient was brought back to the operating room on (B)(6) 2025 for a revision procedure due to an unspecified pacemaker issue, possibly caused by lead displacement. During repositioning of the ventricular lead, an issue with the lead fixation screw was encountered: the screw had come completely out of its housing and remained caught on the screwdriver (supplier: biotronik), with no possibility of reinserting it. As a result, a new pacemaker was implanted. Besides the additional intervention, no other adverse patient effects were reported. Product return was not indicated on the user report.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded the device was used incorrectly. These issues are covered in the applicable instruction for use (IFU) document. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined the device was used incorrectly. Labeling review: review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the "cause traced to intentional off-label, unapproved or contraindicated use" investigation conclusion code was selected based on the field report of the device being used incorrectly. These issues are covered in the applicable IFU document. Risk assessment: a risk review was completed and confirmed that the event of connection issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported via an agence nationale de securite du medicament et des produits de sante (ansm) user report that this accolade pacemaker was implanted on (B)(6) 2025 for complete atrioventricular (av) block. The patient was brought back to the operating room on (B)(6) 2025 for a revision procedure due to an unspecified pacemaker issue, possibly caused by lead displacement. During repositioning of the ventricular lead, an issue with the lead fixation screw was encountered: the screw had come completely out of its housing and remain caught on the screwdriver (supplier: (B)(4)), with no possibility of reinserting it. As a result, a new pacemaker was implanted. Besides the additional intervention, no other adverse patient effects were reported. Product return was not indicated on the user report.